Event description:
It was reported that an ilet bionic pancreas lost connection to a dexcom g6 sensor while the sensor continued to display glucose values in the dexcom app, resulting in the ilet not receiving glucose data until reconnection occurred after troubleshooting and education. Symptoms included hyperglycemia with a reported peak glucose of 274 mg/dl and approximately one hour above target. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included user guidance and device troubleshooting regarding cgm-to-ilet pairing. Investigation of this case revealed that the device reconnected to the transmitter and glucose values resumed on the ilet. It was concluded that the event was related to a temporary communication failure between the ilet and the cgm system, which resolved after reconnection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.